Event description:
On (B)(6) 2013 altimate medical received a phone call from one of their independent representatives stating that he had cut his finger while trying to adjust the seat depth on an easystand evolv. The rep had his finger checked out at his local clinic and no additional medical intervention was necessary.

Manufacturer narrative:
The proper replacement parts for the seat assembly were shipped to the rep and return authorization information was sent to have the other parts shipped back to altimate medical for evaluation. If any additional information is obtained when the evaluation is completed, then a follow-up report will be submitted.